Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, f15: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain. When the patient connected to the device, the patient had pain in the vagina with stimulation. It was noted that the lead was too close to the nerve. The patient underwent multiple reprogramming attempts, and the device was shut off. The patient underwent a revision procedure of the entire system. There were no additional patient complications.

Event description:
It was reported that the patient underwent an ins and lead replacement due to the lead being too close to a nerve, leading to stimulation being too strong and painful in the vaginal area. After multiple reprogramming attempts, the patient shut their device off. The patient was experiencing an overactive bladder. The patient fully recovered and was doing well.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 4101, serial number: (B)(6), model description: f15, unique identifier (UDI): (B)(4). Correction: update to h6.